Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1000450606. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Erosion is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion related symptoms. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device had a surgical procedure performed during which the reservoir was explanted and replaced. Upon explant, the physician noted that the device had eroded into the bladder. There were no further patient complications reported.